Manufacturer narrative:
Reference MFR. Report #3004209178-2016-09840 regarding a urinary tract infection the patient experienced prior to the ins replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that a patient had an implantable neurostimulator (ins) replacement on (B)(6) 2016, she was on antibiotics after surgery, and when she finished around (B)(6) 2016, she noticed symptoms that she had a urinary tract infection. Her bladder control issue was retention and not being able to empty her bladder, and she knew when she was experiencing symptoms of a urinary tract infection. She had no therapeutic benefit and a change in bowel. The patient had constipation, which she didn¿t have prior to the replacement surgery. She had a follow-up appointment with her healthcare provider on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.